Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order # 3353143 were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. No device analysis is performed as the device will not be returned. An awareness about this event was performed to the tissue expander personnel. According to the current risk documents the event of leakage (or opening) in the insert/shell assembly process is a known failure mode and manufacturing process controls and inspections are stablished to reduce the incidence of this failure mode. Based on the trend analysis, it was not observed any adverse trend. This event was presented to the CAPA steering committee and it was decided to open CAPA 348208 to address the event of openings in insert to shell bond area.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.